Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted the electronic proglide instructions for use states: ¿for access sites in the common femoral vein using 5f to 24f sheaths.¿ based on the reported information the investigation determined that the reported issue and the subsequent treatment appears to be related to circumstances of the procedure. In this case, it is likely, the break occurred due to the suture tension or suture/ nick damage during knot advancement. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494 - indication for use the additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a leadless pacemaker procedure. Two proglide sutures were successfully pre-placed. The sheath was upsized to a 27f and the leadless pacemaker procedure was completed. Reportedly, post-procedure, one suture broke while advancing the knot. An additional proglide was attempted, however, a cuff miss [suture retrieval issue] occurred. Use of the proglide was abandoned. The sutures were removed and a figure 8 stitch was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.